Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had surgery on (B)(6) 2018 on her spine and so the healthcare provider (hcp) said do no turn on the device, wait a week to turn it back on. The patient reported that she tried turning stimulation on (B)(6) 2018 and everything in her patient programmer (pp) looked normal, however she didn¿t feel the buzz when she was on her usual setting. The patient reported that the reason for the spine surgery was to remove tumors from her spine. The patient reported that she has not needed her device since the surgery. The patient reported that the reason she got the device was for pain from the tumors in her legs and elsewhere. The patient synced the pp and reported that group a was set at 2.85 and stimulation was off. The patient turned stimulation back on and reported that she didn¿t feel any buzz. The patient reported that group a at 2.85 worked the best for her and she had tried stronger, but that didn¿t help more. The patient reported that group b was set so she wouldn¿t feel it; she should feel it on a. The patient didn¿t want to increase stimulation during the call or test any other settings. The patient wanted to reach a manufacturer¿s representative, but had lost the phone number. No further complications were reported.